Manufacturer narrative:
No button response on the down arrow button due to corroded keypad traces. Unable to verify blank display anomalies due to unresponsive keypad. Unable to perform displacement test and selftest due to unresponsive keypad. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had damage. The insulin pump will be returned for analysis.